Manufacturer narrative:
The device was evaluation by a philips field engineer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. E1 reporting institution phone # (B)(6). E1 reporter phone # (B)(6).

Event description:
It was reported that the device had speaker malfunction error. The device was not in use on patient at time of event, there was no adverse event reported.